Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint about pressure sensor failures was confirmed through log review. However, no devices were returned for the investigation. The events could not be conclusively identified from the email-only investigation. Laboratory testing and inspection of the suspect device could not be performed as no devices were returned for this investigation. The event day and time was not provided. The facility provided error and event logs of the pump module. A review of the error log showed error code 240.4150 (sensor broken high failure) which was recorded forty (40) times between (B)(6) 2022 and (B)(6) 2024. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The last power on was observed to be on (B)(6) 2025, no infusions were recorded on that day. The alaristm system user manual (v12.1.2), stated within inspection requirements, to ensure that the alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. To avoid pressure sensor damage, do not apply pressure to the center of the pressure sensor. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported pressure sensor failures could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that continuous reports in pressure sensor failures experienced in the cancer center. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that continuous reports in pressure sensor failures experienced in the cancer center. There was no information on patient involvement.